Event description:
It was reported by the patient's relative that the patient had an infection three weeks after implant and the device system was removed. Review of manufacture data base indicated the patient died one month after the explant of the system due to infection. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.